Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to colon surgery with history of deep vein thrombosis and small pulmonary embolism. A second filter of unknown brand and manufacturer was implanted (B)(6) 2009 due to thrombus in the first filter, but this was later removed. Patient is alleging tilt, vena cava perforation, vertebral body perforation, and that the device is unable to be retrieved. The patient further alleges "right arm and chest pain where ivc traveled to" and that they have had limitations with daily swimming and walking." The patient also alleges "post traumatic stress disorder [ptsd], onset 2009." Per report from CT: ¿there is an inferior vena cava filter which is surrounding by thrombus.¿ per report from CT: ¿ivc filter is seen in place. ¿ ¿there appears to be thrombus in the left common femoral vein and left iliac vein extending up into the ivc.¿ per report from venogram: ¿the ivc demonstrates mild clot with adequate outflow seen through both filters.¿ per report from CT: ¿1. Filter tilt: the filter is tilted counterclockwise with the apex touching the posterior right lateral wall of the ivc. 2. Filter position: the tip of the ivc filter is 2 cm below the lowest renal vein. 3. Perforation: 4 struts are perforated through the wall of the ivc. The perforator posterior anterior, right lateral and left lateral struts extend 25 mm, 11 mm, 21 mm and 10 mm beyond the ivc wall. The perforated left-sided strut touches the aorta without extending into the aorta. The perforated posterior strut has entered the l3 vertebral body that has penetrated 11 mm through this vertebrae.¿

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2009. Patient alleges to have been injured without further explanation.